Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in.pact av access was used to treat the left arm. Another two in.pact av access devices were used late r. Approximately 15 months post procedure patient suffered recurrent stenosis of anastomosis and inflow portion of left arteriovenous fistula. Recurrent moderate stenosis within inflow portion of left cimino fistula. Balloon angioplasty of the arteriovenous anasto mosis and inflow portion of the fistula. This was for the target lesion. Patient recovered.